Manufacturer narrative:
(B)(4): a f/u report will be submitted after the device has been received by philips for eval.

Event description:
The customer reported that 3 lead ECG was not displayed while attempting pacing.